Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was found leaking at the cuff after only a few hours after placement. According to the reporter, it was the initial use of the tracheostomy tube, and it had been checked for leaks prior to intubation with no leaks observed. No adverse health effects were reported to have resulted from event.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Visual inspection of the returned sample found no faults, damages, or anomalies. During functional testing, a syringe was used to inflate the tracheostomy tube cuff. The inflation was found to be normal, with no signs of resistance or leakage. No obvious defects were noticed during the deflation of the device. The cuff was inflated again with 8 cc of air and the entire device was submerged in water; no bubbles (suggesting a leak) were found escaping the device. The device was then filled with 8 cc of air and allowed to rest for 2 hours. No loss of air was observed after 2 hours. The returned tracheostomy tube was confirmed to operate as intended. No evidence was found to suggest the reported event was related to an intrinsic product problem.